Manufacturer narrative:
Additional information h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed the blisters were wiped with a substance which caused the information to become illegible. Due to the nature of the sample no further testing could be performed. The reported condition was verified, however, the cause of the condition could not be determined. This ink is water based, therefore, a possible cause is if there was contact with a germicidal or sporicidal product such as alcohol, this could cause this failure mode. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ink on the labeling of an unspecified quantity of chemo-aide dispensing pins wiped right off making the label "almost impossible to read". The issue was identified during setup in a clean room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.